Event description:
It was reported that during a cardiac ablation procedure involving transeptal puncture, the 900310 flexcath cross was used when yellow fluid was aspirated immediately after the transeptal puncture, and the physician suspected a small tamponade had occurred at that time. The patient was under general anesthesia. The physician believed the event was associated with the transeptal puncture step. The patient remained stable, and the case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 900310 (106877); product type: 3288-acq needle; implant date n/a; explant date n/a . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.